Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The customer changed multiple cartridges to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.